Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the device was evaluated by the customer and confirmed that the unit was delivering correct flow and determined that the gas alarm reed on the rear of the unit was not functioning correctly which they replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A vyaire representative reported device stopped delivering flow to patient on the sipap ventilator. It was also reported that the patient was bagged and masked and then was transferred to another ventilator. At this time, there is no information regarding patient harm associated with the reported event.